Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Cq technician notified cq service via airtable that the internal tubing of this device was identified as potentially contaminated during an on-site inspection. The technician took pictures of the internal tubing, which were sent to cq for review. Cq director of operations and epidemiologist melanie harry reviewed the pictures and recommended that the device receive hpc testing to gain a quantitative analysis of water quality due to discoloration present within the water pathway. This issue was identified on 11/09/2023, no patient involvement was reported. Test results showing water quality outside of cardioquip specifications confirmed on 11/30/23.